Event description:
It was reported that a patient underwent a hysterectomy, bladder tack and rectocele repair in 2005 and mesh was used. After about two years, the patient experienced leakage problems, pain and bleeding. The bleeding and pain have become more frequent and painful. The patient underwent a gynecological exam and it was determined that the patient has an erosion on the vaginal wall.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).